Event description:
It was reported that on (B)(6) 2013, a 3.0 x 8mm xience prime stent was successfully implanted in the ramus coronary artery and the patient as discharged home the following day. On (B)(6) 2014, the patient was hospitalized for re-stenosis within 5mm of the xience prime stent and elevated troponin. An electrocardiogram was performed with negative results. Another stent was placed as treatment and the patient resolved without sequela on (B)(6) 2014. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6) 2013 (08:38): electrocardiogram(ECG)=no myocardial infarction; (B)(6) 2013 (05:42): creatine kinase (ck)=100 u/l, normal upper limit 2176; (B)(6) 2013 (05:42): creatinine kinase-myocardial band (ck-mb)=7 ng/ml, normal upper limit 25; (B)(6) 2014 (12:50): electrocardiogram(ECG)=no myocardial infarction; (B)(6) 2014 (06:48): creatine kinase (ck)=103 u/l, normal upper limit 176; (B)(6) 2014 (06:48): creatinine kinase-myocardial band (ck-mb)=7 ng/ml, normal upper limit 25; (B)(6) 2014 (0648) troponin=51, normal upper limit 16 pg/ml. There was no reported device malfunction and the product was not returned. Stenosis and alteration of enzyme level are listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency.